Event description:
According to the facility on 3/6 for a knee scope, "the surgeon made the nincisions for his knee scope case. On his last incision, the #11 blase came off of the blade handle. The surgeon was able to retrieve the blade but during the retrieval, the tip of the blade broke off.".

Manufacturer narrative:
According to the facility on 3/6 for a knee scope, "the surgeon made the incisions for his knee scope case. On his last incision, the #11 blade came off of the blade handle. The surgeon was able to retrieve the blade but during the retrieval, the tip of the blade broke off. Xray was taken to show the residual broken piece. The piece was on the medial side of the knee. The surgeon was able to find the broken piece and remove it successfully. I visually witnessed him remove the piece and the broken piece was visibly intact. The surgeon took an xray and the piece was clearly gone". The facility stated they used xray and laparoscopic instruments to remove the broken blade piece from medial side of the knee. The procedure took an extra 45 minutes to complete and had to utilize xray. The facility stated there was no impact to that patient and no serious injury. The device is not available for evaluation. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.